Event description:
It is reported that the surgeon felt that articular surface did not seat tightly on the tibial plate. However, the surface seated properly with the locking screw in place.

Manufacturer narrative:
This report will be amended when our investigation is complete.